Manufacturer narrative:
Ameda, inc has attempted to contact the customer twice by phone and once by email on (B)(6) 2016 respectively. Customer was left voice mail and email messages informing her to return the purely yours breast pump for investigation using the prepaid(B)(6) return label sent to her email address. As of this date, the breast pump has not been returned to ameda, inc for investigation, therefore a visual inspection could not be conducted. If this pump product is returned to ameda, inc. After medwatch is filed with the FDA, a supplemental medwatch will be filed after the investigation is completed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report black fluid leaking from the battery compartment while she was using the purely yours breast pump on battery power that morning. She reports a burning smell as this occurred however she did observe any smoke or flame. Customer uses the breast pump only once/week. She denies coming in contact with the leaking fluid and states no property damage, injury or burn from this event.